Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused spots on the lungs. The patient has alleged to seeing black particles in the device. The patient did report to receive medical intervention and saw a pulmonologist and was hospitalized. The end user indicated ozone or other unapproved cleaning and disinfection method was used. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on may 28, 2024 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging seeing black particles and spots on lungs related to a CPAP device's sound abatement foam. The patient did report to receive medical intervention and saw a pulmonologist and was hospitalized. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer inspected externally and internally, observed unknown contaminant on the top enclosure, bottom enclosure, blower box, and blower, potential mineral deposits on the blower and blower box, indicating potential water ingress. Evidence of sound abatement foam residue in the blower box was observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The manufacturer concludes that there was evidence of sound abatement foam degradation.